Manufacturer narrative:
D6b explant date updated. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the femoral artery to support the 55 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock. Underlying medical history was not shared. The cp was placed and then the patient was sent to the operating suite for emergent coronary artery bypass surgery (CABG). After arrival to the suite, the surgery team observed the urine color to have changed and hemolysis was diagnosed. The team did note the p level was high and would not troubleshoot by lowering the p level. The patient was noted to be hypertensive. After the CABG was completed the pump was explanted. The patient survived the event. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.